Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was "having a hard time fitting on the pump." The customer replaced the cartridge to address the issue. Subsequently, the customer received a malfunction alarm. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level ranged from 130-133 mg/dl.